Event description:
The customer stated that the battery was hot when it was removed. The insulin pump was also beeping with no message on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery heating up due to component on the liquid crystal display puncturing through the isolation tape, making contact to the battery tube positive side.